Event description:
It was reported that during a re-intervention procedure,an obstruction was encountered. The target lesion was located in the circumflex (cx) artery. A taxus liberte stent was previously implanted in the target lesion. Multiple balloon catheters were unable to cross to the distal lesion. Difficulty crossing the stent was caused by an obstruction immediately distal to the sent. No issues with the balloon catheters were suspected as multiple sizes and brands were unable to cross the implanted stent. The procedure was concluded, physician will refer patient to another consultant for possible rotablation. No patient complications were reported and the patient status is stable

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).